Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a home peritoneal dialysis (pd) patient's titanium adapter came off of the pd catheter while at home. The catheter was repaired. There was no reported patient outcome.

Manufacturer narrative:
Additional info: a5a, b5, g3, h6 (patient codes), fdp codes, imf codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a home peritoneal dialysis (pd) patient's titanium adapter came off of the pd catheter while at home. It was mentioned it was not known if there was a leak prior to the titanium coming off. Alcavis 50 was the cleaning agent used on the device/catheter in its entirety. Tego was not utilized and there was no luer adapter issue. There was no excessive force used on pd catheter or titanium adapter. There was nothing unusual observed on the device prior to use and flushing was not done. There were no other products utilized with the device and there were no other defects/damages found on the product. To tighten the adapters, theywere manually screwing it tight. The treatment (lotions/ointments, medications) was by prescription. Gentamicin cream 1% was utilized at the exit site. Sterile gauze and medipore tape were the wound dressings utilized and contained agents or antimicrobial properties (hibiclens). Hibiclens was wiped off with sterile water and skin was dried prior to applying new dressing (and also was allowed to dry prior to applying ointment).the patient was not responsible for any type of catheter maintenance and the cleaning agent was never switched over the life of the catheter. The cleaning agents were never mixed and the site did not use sepsiderm. There was no protocol change for the cleaning agents used recently. The patient/patient's family themselves did not use any type of cleaning age nt or antibiotic on the catheters. The catheter was repaired. There was no blood loss. There was no patient injury.